Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported fractured PICC. Leaking noticed at 2cm mark on catheter. Treatment was delayed. Leak was external therefore no infiltration or extravasation occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 3fr single lumen powerpicc sv catheter. Use residue was observed throughout the catheter. Microscopic inspection of the catheter shaft revealed a circumferentially aligned split between the 0cm and 1cm depth marking. Material discoloration was observed in the corners of the split. The surface of the split was an uneven and granular surface. The features of the split were consistent with material fatigue due to catheter manipulation such as cyclic kinking. The location of the damage suggested that catheter securements techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fractured PICC. Leaking noticed at 2cm mark on catheter. Treatment was delayed. Leak was external therefore no infiltration or extravasation occurred, however it did mean that the device could no longer be used or repaired. The device had to be replaced.